Manufacturer narrative:
(B)(4). While the root cause of the event is likely related to the device support and required anticoagulant therapy, clinical, pharmacological, and patient factors including comorbidities are also known possible contributors to this type of event, and there is no evidence to suggest a relationship to any device performance or manufacturing issues. Cause was stated to be from bleeding which was cauterized during colonoscopy procedure and patient was eventually discharged. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Gastrointestinal bleeding is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient experienced lower gastrointestinal bleeding (gi) and was hospitalized on (B)(6) 2015. It was stated that the patient had a colonoscopy with cauterization done. It was further stated that the patient received a total of 1 unit of packed red blood cells. Patient was stated to have been discharged on "(B)(6) 2016."